Event description:
The customer reported to the home healthcare company that, "they turned on the back up vent and noticed, there was no flow. They called into the home healthcare company and talked with a respiratory therapist (rt). Trouble shooting over the phone did not correct the problem. The rt went out to her home to trouble shoot; checked all connections, and connected to a test lung to verify, there was no flow. The ventilator was exchanged". The ventilator was not on patient at the time; no allegation of patient harm. The inop alarm was activated.